Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer was not able to complete software update. Analysis also found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly is loose. Concomitant product: 229047 analyzer. (B)(4).

Event description:
It was reported software won't load via upn (user principal name) or usb (universal serial bus). The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.